Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. The hypotube was broken 142mm distal to the strain relief. There was evidence of material resistance both at the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 20 x 2.25 promus premier¿ drug eluting stent was selected for use. When the device was ready to be inserted, it broke in half. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. A 20 x 2.25 promus premier¿ drug eluting stent was selected for use. When the device was ready to be inserted, it broke in half. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).